Event description:
Starting about 2 weeks ago, the patient only felt stimulation when her back was arched. The patient experienced intermittent stimulation and a loss of therapeutic effect. There was no known incident or accident related to the complaint. Additional information has been requested. A follow-up report will be submitted if additional info becomes available.